Event description:
It was reported the patient's spectra penile prosthesis revision occurred. The reason for the revision was not provided. Additional information was requested and not obtained. No patient complications were reported in relation to this event.

Event description:
It was further reported that the patient experienced an infection and erosion with a spectra device. Another spectra device was implanted to complete the procedure.

Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. They performed within specifications.